Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure to explant their implantable pulse generator (ipg) for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>.